Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device had excessive debris on the ball bearings, there was unknown liquid residue on the centering sleeve and electric control unit (ecu) the trigger was sticking and the internal components and back of the motor were corroded. The device also failed the trigger pretest. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device would not release the blade device, it would get stuck. It was further reported that eventually the blade was able to be removed. During in-house engineering evaluation, it was determined that the device had excessive debris on the ball bearings, there was unknown liquid residue on the centering sleeve and electric control unit, the trigger was sticking; binding and the internal components and back of the motor were corroded. The device also failed the trigger pretest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.